Event description:
Procedure: sleeve gastrectomy. According to the reporter: surgeon used a reinforced reload successfully with the idrive. At the second firing with the staple line did not form correctly. Staples bunched together at distal end. The tissue appeared to have been dragged and was torn. To the surgeon it appeared that only two staple lines had deployed, but rep inspected the reload, all pushers had protruded. During the subsequent two firings, staple line was bleeding and staple malformation occurred again. The bleeding was not over 500 cc's. The surgeon over sewed the staple line. No reinforcement material was used. Surgery time was delayed 30 minutes. Leak test performed and was successful. All reloads will be returned. Tissue holding malformed staples is also being returned (wrapped in blue glove, attached to reload).

Manufacturer narrative:
(B)(4).